Event description:
The hcp reported that the pt developed redness, swelling, drainage and pain at the incisional wound site. Cultures were taken, the results of which are unk. The pt was treated with oral antibiotics, explanting of the device and wound packing. The infection is reported to have resolved.